Event description:
Medtronic received a report that the solitaire stent could not pass through the rebar microcatheter. The patient was undergoing a thrombectomy surgery for treatment of a ischemic stroke in the left internal carotid artery. It was noted the patient's vessel tortuosity was moderate. The patient's baseline modified rankin score (mrs) was 4 and was 2 post-procedure. The national institutes of health stroke scale (nihss) score improved, decreasing from baseline score of 20 to 9 post-procedure. The thrombolysis in cerebral infarction (tici) score also improved from 0 at baseline to 2 post-procedure. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved one pass with the device. The stroke onset to reperfusion time was 7 hours. Vascular access was obtained via the femoral artery. The operator planned to use a solitaire stent to recanalize an acute occlusion of the internal carotid artery. After the micro-guidewire and microcatheter were positioned, the micro-guidewire was withdrawn and the operator attempted to deliver the thrombectomy stent to the target location. However, when the device reached the distal tip of the microcatheter, significant resistance was encountered. The operator attempted to advance further but was unable to push forward; repeated attempts were all unsuccessful. The thrombectomy stent was then withdrawn and replaced with another thrombectomy stent of the same model. Similar resistance occurred again when it reached the distal tip of the microcatheter, and the stent could not be delivered. Therefore, the system was withdrawn entirely, and the procedure was completed after replacing the microcatheter with a new one. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: solitaire ab 6-30 stent model number: sab-6-30 lot number: d021874; solitaire ab 6-30 stent model number: sab-6-30 lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.